Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a thoracic fusion in 2009 using rhbmp-2/acs. Pt reports he has pain in the spine, in the thoracic area t4 to t8, the same location of pain prior to his thoracic fusion. Pt has been on narcotics ever since the thoracic fusion. Patient reports that urinary problem began approximately 6 months ago. He was put on medications like rapaflo, and was on them for about 6 months but they didn't help. Pt states the dr said he could self-catheterize but patient does not want to do that. The pain management physician recommended looking into a stimulator or a pain pump he thought the pain pump would work better. A couple of months ago the patient underwent a pain pump trial. Pt was in the hospital 2 days hooked up to morphine and he was out of pain. Pain management dr said it was successful except he had a bladder problem and should go to urologist. Patient was not emptying bladder fully, only 75%. Patient states that his physician can't put the pain pump in because he won't urinate properly. So patient had sacral nerve stimulator put in on (B)(6) 2013.